Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2026, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, swelling, abscess, fistula and inflammation. No further patient complications were reported.